Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; hard drive was reconfigured and software reloaded/updated to resolve issue. Analysis also found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. Power supply was noisy. Stylus was damaged but functional. (B)(4).

Event description:
It was reported the programmer was not accepting new evera MRI (magnetic resonance imaging) software; freezes on download screen. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.